Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 4.5 months post implantation, the patient developed arthrofibrosis, which required an articular surface exchange. All other components were well intact and remained implanted.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42500606402 femoral component 65045368. 42532007102 - tibial component 65072149. 42540000035 patella 65134465. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: clinic notes: struggling with arthrofibrosis and stiffness despite doing extensive pt, rom 97 degree flexion, good extension; x-ray well positioned and aligned, no loosening wear, or osteolysis. Revision notes: rom is 25-95 degrees, poly insert exchanged for a smaller size, all other components were well fixed and remain implanted; rom is now 0-130 degrees. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.